Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.25mmx15mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured within the nominal pressure. The procedure was completed with a non-bsc device. There were no patient complications reported